Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The power controller board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit did not audibly alarm when the unit lost power and switched to battery. There was no report of patient involvement.